Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. It was reported that during surgery the ga675 (lid) fell off the ga673, then the battery fell out the device. The ga675 was observed, it appeared that it was damaged.

Manufacturer narrative:
The investigation was performed, the last maintenance was carried out in 11-2013. There were several defects found: the battery cover is broken. The saw head and the oscillating lever are worn out, thus causing the loud noises. The inside of the housing is solid. The safety locking of the rotation speed button is defect. The cover bolts are very worn, thus the cover is loose. The rotor is deformed. A review of the device quality and manufacturing history records was not possible because the device is a purchased part. Based on the information available as well as a result of our investigation the root cause of the failure is most likely related to am insufficient maintenance of the device. A CAPA is not necessary.